Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during setup and inspection for use of their high flow insufflation unit device, it was observed that the gas would not come out intermittently, and also would not stop intermittently. There were no reports of patient harm.